Event description:
Related manufacturer reference number: 1627487-2022-00206. It was reported that patient lost effective coverage. Diagnosis revealed that leads migrated. As a result, the leads were explanted and replaced addressing the issue, therapy restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.